Event description:
Approximately ten (10) months after the index procedure, the patient expired. No autopsy was performed. The primary cause of death was reported to be cardiac arrest. The secondary cause of death was reported to be coronary artery disease (cad).